Manufacturer narrative:
(B)(4). Batch #: t40g14. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot/batch number provided, t40g14, has been revised for the product code gst60g, however, our system identifies the lot/batch number for product code 375dcd. The lot/batch number provided, t41027, has been revised for the product code gst60d, however, our system identifies the lot/batch number for product code 36pouch. The lot/batch number provided, t41u12, has been revised for the product code gst60b, however, our system doesn't identifies the lot/batch number. Could you please provide the correct lot/batch numbers for these devices? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary: two cases were reported of a tyvek with product code gst60g, lot # t40g14, exp. Date: 2025-03-31. Lot number was reviewed, and it belongs to a 5dcd device. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2024-04-30 and date of mfg.: 2019-05-15. The artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistences noted on the printed and does not complies with j&j standard. The package artwork numbers are unique to specific artwork versions for specific product codes. Artwork numbers are not reused. The package artwork number on the counterfeit package is incorrect, since it belongs different product code stated on the tyvek. Also, differences in characters, correct space after comma, no spaces after commas and front differences were noted. Based on the photos reviewed, the counterfeit product is confirmed, however no root cause could be determined.

Event description:
It was reported that parallel imported gst reloads, as the customer has a lot of products that we need to track it and to identify the source, as it may affect the patients life. No patient consequences reported. No further information is available.